Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was identified as product code w9236t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an epigastric hernia repair procedure on (B)(6) 2023 and suture was used. The needle broke when sewing in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? --the broken needle was retrieved directly. Was there any additional tissue damage as a result of searching for the needle piece? No. The following information was requested, but unavailable: what tissue structure the broken needle was located? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.